Event description:
Catheter removed at another facility 3/93. Approx three wks ago, other facility determined retained portion of catheter in right lower lobe of lung. Retained portion of catheter removed at this hosp. Not known if portion of catheter retained due to user error, surgical misadventure or device failure. No markings on retained portion of catheter to identify vendor/MFR.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.